Event description:
After implantation of catheter pso-pt, monitor displayed not significant value: icp readings very high and low (-30 to +140). The incident required explantation of the catheter by the surgeon.

Manufacturer narrative:
Corrected data : part b2. Outcomes attributed to adverse event : required intervention to prevent permanent impairment/damage (devices) and not "congenital anomaly/birth defect". Updated information: the device was not returned to the manufacturer despite several reminders to the distributor. No analysis could be carried out in order to be able to define the cause of this incident.

Manufacturer narrative:
We are waiting for the additional informations from the customer. The sensor was not received, thus the analysis could not be started.

Event description:
After implantation of catheter pso-pt, monitor displayed not significant value: icp readings very high and low (-30 to +140). The incident required explantation of the catheter by the surgeon.